Event description:
Reporter alleged blood glucose measured 110 mg/dl on the customers meter compared to the doctors' measurement of 443 mg/dl when tests were performed 5 minutes apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.